Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was being implanted with an impella cp via single access when there was a vessel dissection. The patient would later expire. Upon arrival to catheterization lab the patient required cardiopulmonary resuscitation (CPR) and achieved return of spontaneous circulation (rosc). First, impella prepped, inserted and started as recommended, and single access attempted for angiogram, but right femoral artery ended up having small dissection in femoral artery so left femoral artery was accessed using a companion sheath. Angiogram revealed culprit lesion of left circumflex (lcx) artery with left anterior descending (lad) artery total occlusion. A total of two stents was deployed in lcx and two stents in lad. During percutaneous coronary intervention, the patient remained with a mean arterial pressure over 80. However, due to hypoxia, the cardiothoracic surgery consulted for ECMO, but surgeons refused. The patient continued to decompensate and required 12 shocks and CPR. Rosc achieved and additional drips added. Team decided to further stabilize patient on the unit. A swan catheter was swapped to a dialysis catheter, and the patient transferred to unit. However, the patient would later expire the morning after a total of seven hours on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation for the vascular damage has been completed. Pump was not returned for investigation. Data log review was not required for this case run. As per the given clinical, during the procedure, a small dissection (tear) occurred in the right femoral artery (rfa) while attempting single access for the angiogram. Due to this complication, the team switched to the left femoral artery (lfa), using a companion sheath for access to continue the procedure. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided.